Event description:
It was reported that a file separated in the canal during a procedure. The separated piece was not retrieved, though no further treatment was necessary. As such, it is presumed that the canal was filled with the separated piece in place.

Manufacturer narrative:
In this incident there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Four separated files were returned and visually inspected. The results are as follows: catalog # v040235025015 - seaparated approximately 2mm from the tip with unwinding present, indicating the separation was due to torque. Catalog# v040236025025 - separated approximatley 4mm from the tip without unwinding, indicating the separation was due to fatigue. Catalog# v040236025020 - separated approximately - 0.5mm from the tip without unwinding, indicating the separation was due to fatigue. Catalog# v040235025030 - separated approximately 1mm from the tip without unwinding, indicating the separation was due to fatigue. Please note that it is not known which file was involved in this particular event. Reference report numbers 8031010-2006-00478 and 8031010-2006-00573 for documentation of the other events. One event was not reported due to the fact that it met the criteria specified in exemption numbrer e2005011.